Manufacturer narrative:
Follow-up #1: date of submission 04/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, a leak test found a leak on the display lens. Moisture intrusion was observed in the pump and on the display screen when the pump casing was opened to further investigate. Unrelated to the moisture intrusion issue, the battery compartment was found to have cracked near the case seal.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, moisture was observed behind the display screen after patient went swimming with the pump the day before. Reporter stated that there was no damage to the pump casing or the keypad cover and the battery cap was replaced two months ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.